Manufacturer narrative:
The reported event of failure to remove guidewire from lead was confirmed. As received, a complete lead was returned in one piece with a guidewire inserted and stuck in the inner coil. Visual examination of the lead found the polytetrafluoroethylene (ptfe) coating of the guidewire was stripped off of the guidewire and was clogged in the connector pin region and in the inner coil in the connector region, due to procedural damage. The cause of the reported event was due to the ptfe coating of the guidewire clogged in the connector pin region and the connector region.

Event description:
It was reported that the patient presented routine implant of the left ventricular lead. During the procedure the guidewire was unable to be removed from the lead. The procedure was abandoned. The patient was stable throughout.